Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, at the beginning, the handle and reload broke. They opened a new one to complete the case. There was no patient injury.